Event description:
Information was received indicating that the cuff to a smiths medical portex® blue line ultra® tracheostomy tube was observed to be deflated. The cuff was attempted to be inflated with no success. There was no reported patient injury.

Manufacturer narrative:
One blue line ultra was returned for analysis in used conditions along with three pictures in which one small tear in the balloon was observed. No discrepancies were noted upon visual inspection of the returned product. Leak testing was performed by inflating the cuff with a syringe while submerged under water; leaks were detected in the pilot balloon. Relevant documents and manufacturing process were both reviewed and deemed adequate. Cuff assembly operation and inflation line assembly operation were reviewed; no discrepancies were found. An audit was performed of 32 units by performing inflation testing; no deflated cuffs were noted. Based on the evidence, the complaint was confirmed. However, the problem source was unknown.